Manufacturer narrative:
Initial reporter complete facility name: (B)(6) hospital; (B)(6) hospital. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that difficulty deflating the foley catheter cuff was encountered during removal following placement. Removal was further complicated by cuff rolling, which resulted from the negative pressure generated by retracting the plunger.